Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported car crash. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the controller was having connection issues which cause them to have a car crash. No hospital information was provided but mentioned that they always have to use manual mode because of the issue.